Event description:
It was reported that femoral impactor is cracked. Found upon inspection after case. No surgical delay due to this event .

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination of the returned device cannot confirm the reported allegation, however the device was found broken instead. The broken parts were not returned. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Lot was added # au7581271, update the (B)(4), decontamination status, analysis site to jrz complaints, qty changed from 0 to 1 the device was received at pal jrz. 30/may/2022. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.